Manufacturer narrative:
A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. Based on the medical records received it was reported the patient experienced adhesions. While the medical records indicate the patient experienced adhesions, per operative details from the (B)(6) 2014 procedure "adhesions to the band were taken down and seemed to be more wrapped around the band than adherent to it." Adhesions is listed as a known possible adverse reaction in the instructions-for-use. Based on the limited medical records received at this time no conclusion can be made to the extent in which the bard flat mesh may have caused or contributed to the reported events. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2002 - the patient was diagnosed with vaginal vault prolapse with grade 3 cystocele and large rectocele. The patient underwent a sacrocolpopexy procedure with implant of a bard flat mesh, moschowitz procedure, paravaginal repair with burch procedure and posterior colporrhaphy. On (B)(6) 2014 - patient had been previously diagnosed with a small bowel obstruction and was taken to the or. The patient underwent exploratory laparotomy and lysis of adhesions of a very small bowel obstruction. Operative notes for this procedure state "the marlex (bard/davol flat) band was cut which released the bowel obstructions, and adhesions to the band were taken down and seemed to be more wrapped around the band than adherent to it. The bowel was viable. It had been compromised but did not seem to need resection."